Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed an irritation under the therapy electrode pads. The patient sought medical advice from his physician and was given an ointment. During a follow up, it was reported that the rash had completely healed.